Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose level was dropping quickly. Customer reported that his blood glucose level went from 115 mg/dl to 56 mg/dl within 30 minutes. Customer reported treating with food, and his blood glucose level at the time of the call was 97 mg/dl. The customer reported that he had been experiencing low blood glucose levels for a couple of weeks leading up to the call. The customer also reported that he was recently hospitalized. The insulin pump was not replaced or returned for analysis.